Event description:
Patient found to have erosion of artificial urinary sphincter (aus). Patient with a history of prostate cancer status post prostatectomy. He had a biochemical recurrence which was treated with radiation therapy because he underwent neoadjuvant therapy with lupron. He was noted to have hydronephrosis and during workup for this underwent cystoscopy and was found to have erosion of artificial urinary sphincter for which he elected to undergo explantation of the aus device.